Event description:
It was reported that while the patient received o2 treatment with a draeger device the user had to perform a medical intervention due to a problem while ventilation.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
For the investigation, the log file was analyzed with regard to the reported event from the 24th of january. It was further reported by the user that the cause for the incident was a disconnection of the patient tube from the heated humidifier which was not alarmed by the ventilator. The analysis of the log file revealed that the ventilation mode o2 therapy was active during the reported event. No device malfunction has been identified. O2 therapy is a therapy mode for patients with independent breathing. The continuous flow is applied via an oxygen mask, a hood, or nasal cannula. During o2 therapy, only the o2 concentration and the inspiratory pressure are monitored. The instructions for use contain following caution statement for the use of o2 therapy: "internal monitoring is deactivated. Airway pressure and ventilation parameters, e.g., flow, minute volume or apnea are not monitored. Use external spo2 monitoring for patients who are dependent on an increased defined o2 concentration. Otherwise a worsening of the patient's condition cannot be detected." Thus, the reported observation that the ventilator did not alarm when the tube to humidifier was loosen does not represent a device malfunction as during o2 therapy a disconnected tube of the humidifier would not cause a disconnection alarm. Based on the analysis results there is no indication that an internal device error has led to the described event. The device behaviour during o2 therapy is described in the IFU in the chapter "o2 therapy".

Event description:
It was reported that while the patient received o2 treatment with a draeger device the user had to perform a medical intervention due to a problem while ventilation.